Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was alleged that the pump's battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the pump black box data showed evidence of a discharged battery being inserted into the pump following a reboot on (B)(6) 2015. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage or evidence of moisture ingress. The current draws measured within specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. Unrelated to the complaint, the display was dim and discolored.